Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. The modular sleeve, r3 liner, modular head are no longer sold by smith & nephew. A review of the complaint history for the r3 liner, modular sleeve, modular head, r3 shell, synergy stem and screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner and stem. Similar complaints have been identified for the screw and shell. This will continue to be monitored. Similar complaints have been identified for the head and liner. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. Without the requested patient specific clinical information a thorough medical investigation could not be rendered. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient has developed an adverse reaction to metal debris and is scheduled for right hip revision surgery in (B)(6) 2017.